Manufacturer narrative:
(B)(4). At this time carefusion has not received components from the customer for evaluation. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that this vela ventilator was alarming "high peak pressure" while on a patient. The patient was removed from the ventilator and placed on another ventilator. There is no allegation of patient harm or injury.